Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were made, but the device has not been returned. With no sample returned to codman and no lot number information provided, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via l-p shunt to a patient with inph ((B)(6) male). The initial setting pressure is unknown. When the surgeon tried to change the setting pressure, it could not be changed even after pumping or flashing. The pressure remained unchanged after MRI scanning. On (B)(6) 2015, the surgeon replaced the device with the same new product, and it was found that the lumbar catheter manufactured by other company was broken and csf was leaking. The surgeon suspects that the blood or biological debris may have intruded into the valve. The patient is currently being followed.